Event description:
It was reported that balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral balloon catheter was selected for use. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 5 seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.